Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient is being shocked when turning on her side. There are no known factors that may have attributed to this issue. The rep will be meeting with the patient for troubleshooting and reprogramming. No further complications were reported. No additional patient symptoms were reported.